Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 08/11/2018. The device was visually inspected and pass. Performed voltage test and passed. Performed pairing test and passed. Performed transmitter functional test and passed. Performed share log review and loss of connection found in log. The reported event of a loss of connection was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.